Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Patient was implanted with a tplif spacer at levels l5s1size, with pedicle screws at l5 and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 11 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced left ankle pain left leg and foot swelling, requiring epidural steroid injection at l5-s1. This complaint is on the curved rod. This is report 1 of 14 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.